Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic pericardium procedure. The left side of the stapler did not staple and the right side was partially stapled. In order to resolve the issue and complete the case, nvt. There was no patient harm. The patient outcome is alive, no injury.